Event description:
On (B)(6) 2012, the patient contacted animas and stated that the up arrow, down arrow and ok keypad buttons were harder to press and required multiple button presses in order to elicit a response. The patient reportedly does not use the backlight button. The patient denied damage to the keypad. The patient reportedly wore the pump in a pocket or used a clip and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the contrast button had intermittent response requiring multiple presses with increased force to evoke a response. The remainder of the buttons were normally responsive. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons. The audio bolus button was not responsive. The button cover was removed and revealed the internal plug contact was misaligned.